Event description:
A malfunction was reported on the pump. The customer was unable to confirm the fault ID because the pump shutdown, and the pump cleared out the malfunction. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.